Event description:
Customer experienced a hypoglycemic episode when using the advantage system with expired strips, and received treatment by a layperson. Customer obtained a reading of above 200 mg/dl on the advantage system and took 40 units of novolog, not based upon the meter reading. Customer passed out and when he awoke, the emts were present. Emts tested the customer in the 60 mg/dl range on their meter. A neighbor treated the customer with orange soda, which he consumed and felt better immediately. Customer was using expired strips at the time of the reading above 200 mg/dl. Requested return of suspect device and replacement was sent. Customer was advised to discard expired strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.